Event description:
Related manufacturer reference number: 2017865-2022-02073. It was reported that patient presented for atrial lead revision due to dislodgment. Dislodgment was found via fluoroscopy. During lead revision procedure, it was found that patient's right ventricular(rv) lead was dislodged. Atrial lead was explanted and replaced. Rv lead was repositioned on (B)(6) 2022. The patient was stable.